Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a colon resection, the reload was jammed shut on tissue and had to be cut out. No other adverse events were reported. The last known patient status is that he is in recovery.